Manufacturer narrative:
Follow-up #1: date of submission 04/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: the battery compartment was cracked from the threads half way to the case seal. Corrosion was found on the battery cap spring. A leak test failed due to the battery compartment crack. Additionally, the battery cap threads were stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that a patient's pump had moisture inside after swimming with it. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.